Manufacturer narrative:
No product returning for eval. Attempts have been made to obtain all event info. Should new info become available, a f/u MDR will be submitted. Per the t: slim insulin pump user guide, the incomplete bolus alert occurs if the user programs a bolus but does not complete the request within 90 seconds.

Event description:
Received info stating customer received an incomplete bolus alert. Reportedly, the customer's blood glucose level was impacted.